Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on noon of (B)(6) 2017 due to heart attack and high blood glucose readings of 600 mg/dl at the time of the hospitalization. Customer's blood glucose reading during the hospital stay was 600 mg/dl because he wasn't getting insulin for 2 days in the hospital. Customer reported that he had open heart surgery after a heart attack so they stopped him using the pump. Customer stated he stopped the use for everything after (B)(6). Troubleshooting was performed and all settings appeared to be normal. Customer treated for high blood glucose with insulin drip at the hospital for about 4-6 weeks. Customer reports they have contacted their health care provider regarding the high blood glucose. . Customer reported outcome of the hospitalization was heart surgery and they put him on manual injections stopped the use of the pump. Customer was wearing the pump at time of hospitalization. Insulin pump is not expected to return for analysis.